Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 26. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.